Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. The aortic neck is 23mm in diameter and 19mm in length and had 20-degree angulation. The vessels had slight tortuousity and minimal calcification. It was reported that a follow-up CT on an unknown date showed there was a type ia endoleak. The patient was brought to the or and the physician implanted five heli-fx endoanchors in the anterior section of the sent graft. Upon completion angiogram the type ia endoleak was resolved. During the index procedure two snorkel grafts were placed in the renal arteries and the physician felt that some pleating developed causing the type 1a endoleak. No additional clinical sequelae were reported and the patient is fine.